Manufacturer narrative:
Additional info: b5 - added failure analysis info submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the unit experienced a charge shock failure. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this therapy pca.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the unit experienced a charge shock failure. There was no patient involvement.